Event description:
Had surgery with depuy summit pinnacle total hip replacement on (B)(6) 2010. Became extremely sick 2 times and was hospitalized for abnormal blood work, weakness, sob, pain, fluid retention. They tested everything and could not find out what was wrong. I believe it was metal toxicity. They wouldn't check for it. Too expensive. I have the metal on metal hip. It causes me pain sometimes and I cannot walk up or downstairs with that hip side. Rehab (B)(6) 2010.